Manufacturer narrative:
Cage remains implanted in patient, as a result, an evaluation cannot be performed. The lot history could not be reviewed as the lot number is unknown. The most likely cause of the event is atypical force placed on the cage during insertion. This type of event is not unanticipated as the instructions for use contained in the packaging of this product states that excessive torque applied to the long-handle insertion tools attached to the insertion holes or direct application of loads of the threaded or small area of the cage component can split or fracture the cage implants. Device remains in patient.

Event description:
Contact reported during insertion of concorde bullet, the cage split medially. Surgeon reported the patient had a tight disc space. He felt the cage was secure and opted to leave in the patient. There was no adverse consequence to the patient.